Event description:
It was reported that there were issues with arm drifting, as different surgeons experienced uncontrolled arm movements on separate occasions. Upon reviewing the logs from the last two months, several 23075 errors were identified. During the observation, no issues were noted while using both surgeon consoles and all four universal surgical manipulator (usm)s. The procedure was completed as planned with no reported injuries.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce reported problem. Each universal surgical manipulator (usm) was tested with instrument installation and swapping. The guided tool change functioned as expected, and no unintended instrument movement occurred. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.